Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Electrode belt sn (B)(4) was returned and evaluated at the distributor. The evaluation did not indicate any device malfunction that would have contributed or caused the reported burns on the patient's skin. The electrode belt was fully functional.

Event description:
A us distributor reported that the patient reported that the two side electrodes of the lifevest were heating up and had left "burn marks" on the patient's skin. The patient did not receive medical intervention. The patient was issued a replacement electrode belt. Follow-up indicated that the "burn marks" were better.